Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from date manufacturer was made aware.